Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 6fr destination sheath and dilator were received for product evaluation. The components were decontaminated as per terumo medical corporation's policies and procedures. Visual inspection revealed at the distal tip of the sheath; there was no damage seen on the dilator. Microscopy confirmed that the sheath tip was damaged and slightly wrinkled. There was no damage seen on the dilator under microscope. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath would not enter the artery and buckled the tip. The device was not able to be used after multiple attempts. The patient was in stable condition. The procedure outcome was a success. Additional information was received 27september2019: the procedure performed was a peripheral intervention. The sheath was replaced with a new sheath and it was a success.